Event description:
According to correspondence forwarded by rptr, complainants' medics complain almost daily in regard to the amount of artifact they are seeing. Most recently they have had two CPR situations that batteries have gone dead, and medics had to take the time to replace them. Complainant is receiving complaints from personnel who feel that they are assuming a great deal of liability, using equipment they know is difficult to work with. Personnel c/o a problem with the ECG size button. When it is pushed the responses are inappropriate. Rptr also forwarded correspondence indicating MFR's response to their complaints has been inadequate. (*)